Event description:
It was reported that the patient's ambicor penile prosthesis was explanted due to broken tubes. The patient was implanted with a new 18cm x 14mm ambicor device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.